Event description:
It was reported that at refill of a pump, the expected reservoir-volume was 4.4 ml. The actual volume was 8.5 ml, nearly twice the expected volume. The pump contained lioresal programmed to delivery a daily dose of 1163 mcg. No loss of effect was reported; the dose had been increased throughout the years. The rptr indicated that the "pump has been like this for a long time, more drug in reservoir than what is interrogated". The pump was refilled on (B) (6) 2010 with 40 mls.

Manufacturer narrative:
(B) (4).